Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Complaint for failed to follow therapy steps was confirmed based on information provided by the patient . The assignable cause is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. A batch review was not performed, because a sample was not available. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will take corrective/preventive action as appropriate.

Event description:
While troubleshooting with global technical services (gts), the caregiver stated a few times after the initial drain cycle on the first fill, the hc does not fill the patient. The caregiver stated the solution goes straight into the drain bag. Gts advised the caregiver to call at the time of the problem for troubleshooting. No injury or medical intervention was reported.